Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt experienced erosion, recurrence, pain, urinary problems, painful sex and inflammation. No other info is available. No other info is available.